Event description:
Ous MDR - it was reported this lead dislodged. Good sensing values could not be found and "the electrode is not properly maintained."

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The inspection found damage near the is-1 connector pin. During the following destructive analysis, a twisted inner conductor helix was detected, which was the result of excessive mechanical stress. The analysis showed that an over-rotation of the screw mechanism should be considered as cause. During the extensive analysis, no other deviations from the technical specifications were noted that could be related to the clinical complaint. In summary, a deformation of the inner conductor helix was discovered. There were no indications of a material defect or manufacturing error.